Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen tibial stemmed precoat, catalog #: 00598003702, lot #: 63754935; nexgen stem extension, catalog #: 00598801215, lot #: 63728178; nexgen stem extensions, catalog #:00598801017, lot #: 62553067; nexgen lcck articular surface, catalog #: 00599403220, lot #: 62002806. It is unknown whether the product will be returning. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00538; 0002648920-2018-00539; 0002648920-2018-00540; 0001822565-2018-03563. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, patient experienced an infection within an unknown amount of time post-operatively.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This report is being submitted to relay additional information. The following sections were updated: medical product: palacos r&g cement, catalog #: 00111314001, lot #: 86004593 qty: 2 multiple MDR reports were filed for this event. Two medwatches were added for cement, please see associated report: 0001822565-2019-00245 0001822565-2019-00246 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at this time.